Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora balloon catheter to treat a lesion in the right coronary artery (rca). The lesion was pre-dilated. Excessive force was not used during delivery. It was reported that during post dilation of the rca an additional part of the device inflated and caused a dissection of vessel. It was stated the procedure ended with stenting. There was no further patient injury reported.

Manufacturer narrative:
Additional information: one photo was received from the account. The image appears to show an inflated balloon with an expanded inflation lumen at the proximal balloon bond. Correction: 2. Outcome attributed to adverse event - updated. Annex e added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was non-tortuous with no significant calcification and 90% stenosis, located in the proximal to mid right coronary artery (rca). There was no resistance noted while removing the device from the hoop. It was not difficult to remove the protective sheath or the packaging stylette. The device was inspected post removal from hoop with no issues. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. The device was being used to post-dilate a stent. The hypo-tube was inflating just proximal to the balloon. The issue occurred on the first inflation. The device was not moved or repositioned while inflated. No deflation issues were noted. A concentration of 50% contrast and 50% saline was used. The balloon was deflated and removed like normal, intervention was not required to remove the balloon. The medtronic stent was implanted to treat the dissection. The medtronic stent did not cause or contribute to the dissection. There was no noted resistance during withdrawal of the device, and excessive force was not used. The patient is ok and doing well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.